Event description:
It was reported that on april 2nd, a mammography procedure was performed. During the procedure, the tube would not expose a high kv image in the middle of a cem after the patient had been injected. The patient was rescheduled after the system was repaired and had her contrast exam successfully.